Event description:
Per the surgeon, the patient experienced a wound breakdown and the device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was also reported that the patient was treated with oral and topical antibiotics for 10 days (specific date not reported). It was also reported that the patient experienced skin breakdown and an infection at the incision site exposing the receiver/stimulator (date not reported). The patient was prescribed again with oral and topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2025.